Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete fragment pattern during laser assisted cataract surgery; the other portion of the fragment pattern was treated directly on the patient interface. Additional information has been requested.

Manufacturer narrative:
A clinical application specialist (cas) visited the site for subsequent surgery support and did not observe any of the reported issues. No issues were found. The cas and the doctor believe it to be an isolated occurrence. No technical services were requested or performed on the system due to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).